Manufacturer narrative:
A medtronic representative visited the site to perform a system checkout. The system had passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system outside of a procedure. It was reported that the site notified the rep saying they were unable to transfer images from the network to the stealth. The rep was able to troubleshoot as much as they could over the phone. It was noted that the pacs port was failing or red when they spoke with the site. They stated all pacs information was correct and they also tried another port for communication. They were unable to get the system to work and the local rep would be going to the site. Not patient was present and not delay was reported.

Manufacturer narrative:
Please note correction in section g2 as healthcare professional is also an initial reporter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the site had multiple network jacks that were on a different vlan. Once the system was properly given the correct information they were able to pull and search pacs.